Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. See manufacture report number 2032227-2014-48034.

Event description:
Customer reported her sensor reading were off. Customer's blood glucose was 35 mg/dl and sensor glucose was 90 mg/dl. Customer did not want to wake up in the night calibrate so decided to change out the sensor in the morning. Customer treated blood glucose by eating. Customer was advised to calibrate with blood glucose was stable. Customer's sensor was expired. Customer stated her low was due to her being off her schedule. No further information reported.